Event description:
It was reported during the implant of a pacemaker; the device did not respond to telemetry. No pacing and no magnet response were also observed. A new device was implanted. Patient was discharged.

Manufacturer narrative:
The reported event of no telemetry, no output and no magnet response were confirmed in the laboratory. The device was received at the end of life battery voltage without output or telemetry. Once the device was cut open and the power source was replaced, high hybrid current was observed. Further testing isolated the high current to a defective wireless communication integrated circuit.